Manufacturer narrative:
Covidien reference#: (B)(4). Date of this report: (B)(4) 2013. To date, the incident sample has not been received for eval. If the sample is received, or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during surgery the activation switch stuck in the cut mode. No pt injury occurred. The incident pencil is not being returned to covidien for eval at this time.